Event description:
Pt was undergoing a cystoscopy and bilateral retrograde pyelograms. A ureteral catheter was inserted into the renal pelvis and a ureteral access sheath was advanced. The dilator was inserted first but the md was unable to advance the sheath. The sheath was removed and it was noted that the end had broken off. The broken piece was retrieved from the bladder without injury to the pt.